Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dhp extension set leaked. The event was further described as; during infusion a crack was found in the filter portion of extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02498. All information can be found under manufacturer report number 1416980-2022-02498. Should additional relevant information become available, a supplemental report will be submitted..